Event description:
It was reported that during a da vinci-assisted surgical procedure, user informed the technical support engineer (tse) that the 8 mm fenestrated bipolar forceps instrument sparked and produce fumes during use. Following this, the user continued and completed the procedure. No fragment fell into the patient. No known impact or patient consequence was reported.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has not received the da vinci product with an alleged issue to perform failure analysis. A follow-up MDR will be submitted if the product is returned and evaluated and/or if additional information is received.